Event description:
It was reported that the caller experienced a cgm error 42 with their g7 sensor. There was no adverse impact to the customer¿s blood glucose level. The customer was guided by technical support to reset the pump, after which the error did not recur, and the caller successfully started a new cgm session.